Manufacturer narrative:
This report was found to be a duplicate. All further information will be captured and reported under MFR# 3005985723-2019-00705.

Event description:
Inline offset impactor fractured while surgeon was impacting cup. Impactor plate and hip end effector were damaged as well, I had replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for 206270 shell impaction platform. Associated complaints from the same surgery include: pi 2198767, pi 2198777 and pi 2198959. Update: "yes, the patient was under anesthesia."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Inline offset impactor fractured while surgeon was impacting cup. Impactor plate and hip end effector were damaged as well, I had replacement set of instruments to open onto the sterile field, surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for (B)(4) shell impaction platform. Associated complaints from the same surgery include: (B)(4). Update: "yes, the patient was under anesthesia."